Event description:
Healthcare personnel responded to a person who collapsed from an apparent cardiac arrest in the health clinic. Electrodes were applied to the pt, then the cable to the electrodes. According to the reporter, the defib cable would stay attached to the sternum electrode while performing CPR. The pt was not resuscitated. The reporter stated the reported malfunction did not cause or contribute to the death of the pt. The reporter based their opinion on their clinical assessment of the pt's viability and the immediate availability of a back up defibrillator.